Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012894660 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 digress (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The insertion of the catheter test was attempted several times without success, the insertion was blocked at the valve level. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed the pressure decay in the device was out of range. Test 1 failed. The aspiration test with negative pressure showed the pressure decay in the device was within range. Test 2 pass. The performance test was failed. Dissection and pressure testing of the returned device revealed a leakage at the hemostasis valve; the valve disk was suspected to be t orn. The valve was isolated from the circuit and the performance test with sentinel blackbelt leak tester was repeated. The pressure test showed the pressure decay in the device was in an acceptable range. The damaged valve disk was preventing the catheter to be inserted inside the sheath properly. In conclusion, the reported issue (introducer of the catheter was described as too soft and did not go through the sheath) was confirmed through testing. The sheath failed return inspection due to a damaged hemostasis valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation, there were difficulties during insertion of the pulseselect catheter inside the flexcath contour sheath. The introducer of the pulseselect catheter was described as too soft and did not go through the sheath. The physician had not previously experienced this issue. There was no patient involved. Ultimately, the physician was able to insert the catheter inside the sheath and the case finished without any problem.